Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID 3037, serial # (B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported that all the patient saw on their patient programmer screen was the splash screen. The patient had never changed the batteries in the programmer and they would get new batteries and see if that resolved the issue. It was noted that the patient had a loss of therapeutic effect. The patient hadn¿t used the programmer because they were getting good therapy. It was reported that the patient had been having trouble with their bladder the last couple of days and initially thought it was a bladder infection. The patient then remembered to adjust the implantable neurostimulator (ins).